Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 436 mg/dl. The customers mother states that there was no delivery and a motor error alarm. The high blood glucose levels are being correlated with there being no insulin delivery. The customer was assisted with troubleshoot. The customers mother was on her way home to treat her son's high levels, so troubleshoot was not complete. The customers mother states she will call back if need be to continue troubleshoot. Nothing is being returned at this time.